Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse observed a blocked flow cell causing the abnormal histograms and flow check failure at start up. The field service engineer (fse) cleaned the flow cell to resolve the issue. Bec internal identifier - (B)(4).

Event description:
The customer reported that their fc 500 flow cytometer generated inaccurate patient results and does not run the full plate. The histogram cell populations appeared abnormal. Erroneous patient results were generated as but were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.